Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Customer reported that on (B)(6) 2014 at 09:20, the pt's inratio2 inr was 1.6. The pt's therapeutic range is 2.0 - 3.0. Reportedly, microsafe capillary tubes were used to apply the sample. On (B)(6) 2014, the pt fell and was hospitalized. The laboratory inr at 08:55 was 7.5. The pt experienced internal abdominal hemorrhage. Though requested, there was no additional information provided regarding the hospitalization, treatment or pt outcome.

Manufacturer narrative:
Investigation pending.